Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting undersensing of atrial signals. Delivery of inappropriate antitachycardial pacing was also noted. The ICD was reprogrammed and remains in service. No adverse patient effects were reported.